Event description:
Note: related naviflex long wire pusher complaints are reported under records (B)(4). It was reported to boston scientific corporation that labeling discrepancy was identified: the package was labeled as a long wire pusher; however, the device inside was a short wire pusher. It was also determined that the product opened had a side-hole feature. There was no patient involvement.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a2101 captures the reportable event of device labeling issue.